Event description:
It was reported by service report that the cot mounting cylinder has come off. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Top pin mounting bracket.